Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-40326 it was reported that the patient presented for an implant procedure. It was noted that the leads failed to capture and exhibited high pacing impedance due to the helix that failed to extend. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed while the reported events of failure to capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix to be fully extended and clogged with blood/tissue. X-ray examination found the over-torqued inner coil at the connector region consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. Electrical testing found internal shorts between conductors due to the inner coil was over-torqued consistent with procedural damage. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.